Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare provider reported left side capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold and biological tissue. Weight measurement identified device weight was to specification. A microscopic analysis was performed which identified sharp edge and with non-penetrating nicks assessed as surgical impact. Opening and delamination in the orientation dot. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp edge opening with non-penetrating nicks due to surgical impact, non-penetrating nicks and delamination of the orientation dot assessed as adhesive failure. Additional, changed, and/or corrected data: d.6., d.10., g.1., h.3., h.6.

Event description:
Healthcare provider reported left side capsular contracture, baker grade unknown. Device has been explanted.